Event description:
It was reported to boston scientific corporation that a uphold lite implant and a obtryx ii implant were implanted into the patient on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; perin pain; rect pain; pain inter; diff bowel; damage; psych. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the uphold lite implant/obtryx ii implant for the following purpose: to prevent pain via nerve block. Surgery did not go ahead as I was admitted into a mental health hospital. . Nonsurgical treatments: the patient was treated with pain medication: lyrica (pregablin) for the treatment of: pain relief. Treatment duration: unknown, do not have records when commenced but still ongoing. The patient was treated with psychological medication: various for the treatment of: treat depression, during 2016 mental state deteriorated, associated with ongoing pain, weight gain due to lack of mobility due to pain. Suicide attempt late 2016. More detail in medical files. Treatment duration: 2013 onwards worsened post surgery.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.